Manufacturer narrative:
(B)(4). The customer reported to baxter (B)(4) of a control a-flo extension set in which the operator could not adjust the flow regulator.

Event description:
Customer reported to baxter china of a control a-flo extension set in which operator couldn't adjust roller clamp. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition wasn't confirmed during sample evaluation. The actual defective sample was available for evaluation at the plant. No defect was observed during visual inspection. The returned unit was also tested for gravity and for flow rate in the laboratory, no issue was detected. Both tests were conforming and the liquid flows correctly through the tubing. No other test was performed. The returned set was working within specification. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.